Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "airway pressure sensing failure - 1052" and "compressor fault-2001" messages.complainant indicated that there was no adverse effect to the patient due to the reported malfunction

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.